Event description:
Loud noise during use of latest lot of aquamatics sets. Also, not sure if continuing to use this lot of consumables will cause damage to the device given that the consumable is casuing abnormal sounds to from the device's pump assembly